Manufacturer narrative:
(B)(4). Approximate age of device - 3 month and 26 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to the hospital on (B)(6) 2017 after suffering what was believed to be a hemorrhagic conversion from ischemic stroke. The patient had no increase in lactate dehydrogenase levels or worsening of heart failure signs/symptoms at the time of the event. The patient underwent a craniotomy; however, continued to herniate. On (B)(6), the patient's family decided to withdraw care. All medical support including the lvad was turned off and the patient expired. Log file analysis completed by the manufacturer¿s technical services representative revealed no unusual events. No additional information was provided.

Manufacturer narrative:
Correction received date changed from 10/3/2017 to 10/2/2017. A correlation between the left ventricular assist system (lvas) and the reported ischemic and hemorrhagic strokes could not be conclusively determined. The device was returned assembled. The driveline was returned intact. All parts of the sealed inflow conduit were returned. The sealed outflow graft, outflow graft bend relief, bend relief collar, and outlet elbow were returned. Evaluation of the device confirmed the presence of fixed post explant blood and fluids throughout the pump. These depositions would not have been present during pump operation and would not have caused any functional issues. No other depositions were identified. The pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The driveline had shorts to shield. However, the shorts were due to damage to the green and yellow wires that appeared to have been caused by sharp instruments during explant. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop and an undamaged test driveline. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.